Manufacturer narrative:
Coopersurgical, inc is currently investigating the reported condition.

Event description:
Customer states "handpiece becomes extremely cold, temp only reaches -48c, hissing sound possible". Repair tech stated "found - no seating due to residue buildup, reworked spring housing assy". Reference repair order #: (B)(4). Ref e-complaint: (B)(4). N20 spherical probe 139 e-complaint:(B)(4).

Manufacturer narrative:
Investigation review DHR. Inspect returned samples. *analysis and findings complaint (B)(4). Distribution history: this complaint unit was manufactured at csi on 5/28/2015 under wo #(B)(4) and shipped on 8/24/2015. Manufacturing record review: DHR 183033 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was returned for trapped moisture twice in 2019. Trapped moisture indicates the device was not properly maintained. Ref logs 93242 & 93431. Historical complaint review: a review of the 2-year complaint history showed one similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit was not seating properly. Improper seating from residue directly impacts the devices function and will not reach temperature. Root cause: the root cause of this issue has been attributed to end user handling error. Residue is in reference to internal contaminants present where the ball seats inside the tubing. The potential source of residue build up may come from the sterilization practices by the end user and carried up into the ball seating area. Moisture, from the sterilization process, entry is possible through the autoclaving process if either end of the device is partially submerged in the pan. Corrective actions the unit was repaired, tested to specification and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. *was the complaint confirmed? Yes.

Event description:
Customer states "handpiece becomes extremely cold - temp only reaches -48c - hissing sound possible". Repair tech stated "found - no seating due to residue buildup - reworked spring housing assy". Reference repair order #(B)(4). (B)(4).